Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. The delivery device, seal and tension spring assembly were returned outside the loading device. The seal and tether were cut from the tension spring; no blood was observed in the device delivery tube indicating an attempt was made to introduce the seal in the aorta. The seal was observed under microscopy; there were no observed defects to the suture material. The seal was fully unraveled and had slight evidence of blood at the tip of the first outermost coil. No blood was observed on the loading or delivery devices. The seal and tension spring assembly were returned in a condition precluding proper investigation of the device. The following measurements were taken; the inner delivery tube diameter was measured as [.198] in. The outer diameter was measured at [.22] in. The length of the delivery tube was measured at [2.50] in. The values recorded were within the tolerance specifications. Based on the returned condition of the device the reported complaint was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was inserted into the patient's aorta, however the bleeding did not stop. A replacement device was used to complete the procedure. The surgical time was extended for 3 minutes. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. The delivery device, seal and tension spring assembly were returned outside the loading device. The seal and tether were cut from the tension spring. The seal was fully unraveled and had slight evidence of blood at the tip of the first outermost coil. No blood was observed on the loading or delivery devices. There was no blood inside the delivery tube or delivery device indicating an attempt was made to introduce the seal in the aorta. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed for seal leak but confirmed for delaminated/unraveled seal. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was inserted into the patient's aorta, however, the bleeding did not stop. A replacement device was used to complete the procedure. The surgical time was extended for 3 minutes. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2016 11:04 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was inserted into the patient's aorta, however the bleeding did not stop. A replacement device was used to complete the procedure. The surgical time was extended for 3 minutes. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). Internal autonumber: (B)(4). Investigation: the device was returned to the factory for evaluation. There were signs of clinical usage and slight evidence of blood observed. A visual inspection was conducted. The delivery device, seal and tension spring assembly were returned outside of the loading device. The loading device was observed to be intact. The blue slide lock was dis-engaged and the plunger was fully pressed on the delivery device. The seal and tension spring assembly were observed to be completely out of the delivery tube. The seal was observed under a microscope. There was a speck of blood on the tip of the outermost coil. The tether was observed to be cut the seal was fully unraveled. There was no evidence of blood visible in the delivery device; therefore, indicating that there was attempt to deploy the device into the aorta. The following measurements were taken; the inner delivery tube diameter was measured as 0.198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based on the returned condition of the device the reported failure mode "leak" was not confirmed but was confirmed for the analyzed failure modes "premature deployment" and "unraveled seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was inserted into the patient's aorta, however the bleeding did not stop. A replacement device was used to complete the procedure. The surgical time was extended for 3 minutes. The hospital did not report any patient effects.